Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the black box showed unexplained loss of prime warnings associated with a low non-zero force. On (B)(4) 2014 at 21:13 a replace cartridge alarm was observed follow by a loss of prime warning; deliveries resumed at 21:28. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 350 mg/dl with polydypsia and difficulty waking up. Reportedly, the patient remained on the same insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that an empty cartridge alarm was received and recorded in the alarm history. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not confirmed an empty cartridge alarm.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.